Event description:
It was reported that the patient experienced a failure of his inflatable penile prosthesis he stated that when he pressed the bulb it stayed flat. He was seen by his physician who has predicted that there is a fluid loss in the system. He is going to be scheduled for a revision in the next two weeks but does not have a surgery date yet. He also noted that he was always able to feel his reservoir at his belt line and now he cannot feel it. He stated that the physician. Placed it there due to the fact that he has mesh in his pelvis from previous hernia surgeries. He is going to talk with his physician about an alternate reservoir placement so he does not feel the reservoir. The patient had the inflatable penile prosthesis removed and replaced.

Event description:
It was reported that the patient experienced issues with his inflatable penile prosthesis. He stated that when he pressed the bulb it stayed flat. He was seen by his physician who has predicted that there is a fluid loss in the system. He is going to be scheduled for a revision in the next two weeks but does not have a surgery date yet. He also noted that he was always able to feel his reservoir at his belt line and now he cannot feel it. He stated that the physician. Placed it there due to the fact that he has mesh in his pelvis from previous hernia surgeries. He is going to talk with his physician about an alternate reservoir placement so he does not feel the reservoir.